Event description:
It was reported that during a posterior spinal fusion procedure, the device would not function when fully plugged into the port on the front of the console. The plug had to be slightly pulled out for the pump to run and the handpiece to engage, causing the connected disposable to wobble. The disposable product, was used on the patient. A replacement product was utilized after the issue was identified. There was no patient impact associated with this event.

Manufacturer narrative:
H3: product analysis of the device could not confirm the reported issue but it was confirmed that abnormal noises was observed with the handpiece and the finger lever could not be extended. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.